Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2015, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 100 mcg/ml at 24.99 mcg/day, clonidine 500.00 mcg/ml at 124.96 mcg/day and bupivacaine 30 mg/day at 1.498 mg/day via an implantable pump. The indication for use was non-malignant pain and the patient¿s medical history included paraplegic and hypertension. On (B)(6) 2018 it was reported that the patient was complaining of not enough relief from therapy and cap (catheter port access) and a dye study was attempted. The catheter was unable to be aspirated during the dye study. There were no environmental, external or patient factors that may have led or contributed to the issue. A catheter revision was planned but had not been scheduled. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 product type catheter. H6: the device codes and evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported their pump was replaced because it was not working. The patient clarified that there was a volume discrepancy with the pump and when they went to get the pump refilled there was "a lot more than what was usually in there." The patient had a revision, although, they were not sure of the date. The patient thought they may have been receiving morphine at the time. It was indicated the doctor changed the medication because they had been on morphine for so long they were "kind of use to it."